Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking y-site was confirmed. One 20 ga x0.75 in safestep infusion set returned with a product label listing lot: asdxs0035. Evidence of use was present throughout the device. The safety mechanism was fully activated. The sample was flushed with water using a 12 ml syringe and was found to be patent to infusion. No leaks were observed. The distal clamp was activated in order to pressurize the device. A bead of fluid was observed to form at the blue valve. The leak was non-continuous. Microscopic observation of the valve location did not reveal any apparent damage which may have occurred during use of the device. The pressures that were exposed to the device during use are unknown and may have contributed to the event. The product IFU also warns, "needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve." Since bead of fluid was observed to form at the y-site, the complaint is confirmed. A lot history review (lhr) of asdxs0035 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the leak was from the y site (blue site). No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxs0035 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the leak was from the y site (blue site). No other information was provided.